Manufacturer narrative:
(B)(6). Three devices were received for evaluation. Upon visual inspection of the samples, it was observed all three (3) samples had full foam separation. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Upon evaluation of the returned companion samples of minicap with povidine-iodine solution, it was determined that three (3) minicaps had full foam separation. There was no patient involvement. No additional information is available.